Event description:
During a laparoscopic sigma procedure the device created an incomplete staple and cutting line. The case was completed with a similar device with no patient consequence. No further information is available.